Event description:
Customer reports the following: "biomed reported failures in log. Biomed cleaned pins/sensors. No patient harm." Preliminary review indicates that the outlet flag unexpectedly closed and that this stopped an active infusion. Reporting due to the referenced technical issue, no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.